Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the pediatrics department. The pt was a (B)(6) male, diagnosed with leukemia at the time of this event. During insertion into the pt's left internal jugular vein, the user found difficulty progressing the guidewire and also noted that the guidewire was "bent". As a result, the guidewire was removed; however, the "pt kept puncture periphery and after one week was performed new puncture central" - this puncture attempt was successful. There was no delay, harm, complication, death, or injury reported to the pt as a result of this occurrence.